Manufacturer narrative:
This report is being submitted as follow-up #1 for MFR. Report 9681834-2014-00273 to provide the return sample evaluation. (B)(4). The actual sample was returned to the manufacturing facility for evaluation. Visual inspection upon receipt found that the platinum coil had been elongated. The core wire was found to have been fractured at approximately 14mm from the distal end of the wire, being caught by the distal portion of the elongated platinum coil. Magnifying inspection of the platinum coil segment found that the coil and the core wire had been kinked at approx. 2mm and 4mm from the distal end of the wire. The core wire measured 3000mm in the total length, including the separated segment and confirmed to be within the manufacturing specifications. Electron microscopic inspection of the fractures of the core wire revealed both ends had a curved shape. The outside diameter of the core wire was measured on the segment adjacent to the fracture and confirmed to be comparable to that of the current product sample. The stainless steel coil was inspected under magnification and confirmed to have no visible anomalies. The outside diameter was measured on the intact segment and confirmed to meet the specifications, being comparable to that of the current product sample. Functional testing on the retention sample of the involved product code/lot number combination was confirmed to be comparable to that of the current product sample. Reproductive test was performed. A factory-retained runthrough ns sample was formed into a loop shape, where a pulling force was applied till the core wire got fractured. Electron microscopic inspection of the fracture revealed that the distal end had been curved. The state of the fracture similar to that of the actual sample was duplicated on the sample. Review of the device history record and shipping inspection record of the involved product/lot number combination confirmed that there were no production related problems. A search of the complaint file did not find any other report with the involved product/lot number combination. There is no evidence that this event was related to a device defect or malfunction. Although the cause of the reported event cannot be definitively determined based upon the available information, the appearance of the involved sample is most consistent with the device being subjected to a pulling force. The potential for such an event is addressed in the instructions-for-use with statements such as the following: "if any resistance is felt or if the tips behavior and/or location seems improper, stop manipulating the runthrough ns and/or the dilatation catheter and determine the cause by high resolution fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the dilatation catheter, or damage to the vessel." All currently available information has been filed by qa at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
This report is being submitted as follow-up #1 for MFR. Report 9681834-2014-00273 to provide evaluation of the returned sample.

Event description:
The user facility reported that during a btk procedure, the runthrough wire came uncoiled. Follow up communication with the user facility confirmed the following: the wire came uncoiled at the distal tip; no patient injury occurred; the procedure was completed; and the patient's condition is reported as "good".

Manufacturer narrative:
(B)(4). The actual sample was not returned to the manufacturing factory for evaluation. Reserve sample form the same product code/lot number combination has been evaluated. Visual inspection did not find any anomalies or defects. Magnifying inspection of the platinum coil segment and stainless steel coil segment also did not reveal any anomalies or defects. Functional testing confirmed all manufacturing performance specifications were met. A review of the device history and shipping inspection records confirmed that there were no production related problems for this product code lot number combination. A review of the complaint files confirmed that this lot number has not been reported previously. Although the exact cause cannot be determined based on the available information, there is no evidence that this event was related to a device defect or malfunction. The device labeling does address the potential for such an event in the warnings / precautions section of the instructions-for-use by statements such as the following: "manipulate the glidewire slowly and carefully in the vessel while confirming the behavior and location of the wire's tip under fluoroscopy"; and "if any resistance is felt, or if the tips behavior and/or location seems improper, stop manipulating the glidewire and/or the catheter and determine the cause by fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guidewire's tip, damage to the catheter, or damage to the vessel." All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. (B)(4). Device not returned.